Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to there was a leak in the tubing, as a result, the device was not functioning. The device was removed and a new ipp was implanted. The new implant was placed with the desired result and no further surgery was necessary. No patient complications were reported in relation to this event. No more information is available from the physician or the sales representative. Additional information will be provided if it becomes available.